Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A nurse manager reported that an intraocular lens (iol) was exchanged for a different power iol. In a follow-up, the surgeon reported the lens was replaced due to a refractive surprise which "resolved with treatment". He also reported that the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/06/2010 and 04/20/2010 by phone, fax, and mail. A completed questionaire was received on 04/28/2010. (B) (4). (B) (4). (B) (4).